Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the one-way valve during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "details of incident / nature of device defect test 16g cannula (bd)one way valve failed during anaesthetic. Lot number 0206930p41. Details of injury (to patient, carer or healthcare professional): patient was re-cannulated. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) recognized straight away and patient re-cannulated straight away."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the one-way valve during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "details of incident / nature of device defect test 16g cannula (bd)one way valve failed during anaesthetic. Lot number 0206930p41. Details of injury (to patient, carer or healthcare professional): patient was re-cannulated. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) recognised straight away and patient re-cannulated straight away."